Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However, detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting a power error detected alarm. The insulin pump would shut down and they would have to rewind. The issue occurred 6 times in one night. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to follow once call ends to clear the alarm. They were advised to monitor the insulin pump and call back if error recurs. The customer called back to report that the power error detected alarm recurred. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The customer also had to call the paramedics because they overdosed insulin and their blood glucose went down to 34 mg/dl. They were given an intravenous insulin from the paramedics. The device will be returned for analysis.